Event description:
It was reported that during remote follow-up, the patient presented with post-paced t-wave oversensing resulted in non-sustained right ventricular oversensing on their implantable cardioverter defibrillator. No information about intervention was reported. There were no patient consequences and the patient was in stable.